Manufacturer narrative:
The device evaluation found air/water tube had foreign material. Based on the results of the investigation, it is likely that the following led to the malfunction: we could not specify the cause that the materials remained in the device from the provided information. - we were not certain whether there was deviation from IFU on reprocessing steps for the aw-channel. - no physical damage was confirmed at the aw-channel. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovideoscope had air/water tube had foreign material. There were no reports of patient harm.